Event description:
During a bucket handle meniscal tear repair, t1 looked like it deployed and so didn't t2. When surgeon removed the guide and went to go cinch the knot t1 was discovered just floating in the joint. Tried flushing joint to no avail. Tried second fast fix and t1 did fine t2 did not deploy, pulled that one out and put in a third which deployed fine. The third device was a different lot number. Not sure if t1 was removed or not. It was assumed it either flushed out or was hiding behind tendon/pockets. No product returning for evaluation as the delivery system was discarded post-op.

Manufacturer narrative:
Device was discarded by customer; no evaluation possible. (B)(4).